Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to elevated metal ions.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 19, 2017: legal medical records received. In addition to what was previously litigated, patient alleges stiffness and difficulties with activities of daily life. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed left total hip arthroplasty, elevated metal levels and pain. On the revision note, it was mentioned that there was some mild metal stained fluid collected. There is no evidence of tissue necrosis. In addition, there was no inflammation or metal staining at the trunnion and the femur was not loose. Laboratory results shows cobalt level above 7 ug/l. This complaint was updated on: may 29, 2017.

Event description:
Update jun 20, 2017: legal medical records received. After review of medical records there is no new information added that changes the MDR decision. Added laboratory findings. This complaint was updated on: jun 29, 2017.

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI:(B)(4).

Event description:
Complaint description: patient was revised due to elevated metal ions update (B)(6) 2016 litigation received alleging patient suffers from pain and elevated ion levels. There is no new information that would change the existing MDR decision. Complaint was updated (B)(6) 2016 update (B)(6) 2017: legal medical records received. In addition to what was previously litigated, patient alleges, stiffness and difficulties with activities of daily life. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed left total hip arthroplasty. On the revision note, it was mentioned that there was some mild metal stained fluid collected. There is no evidence of tissue necrosis. In addition, there was no inflammation or metal staining at the trunnion and the femur was not loose. Laboratory results shows, chromium level at 6.8 ug/l and cobalt level - 10.5 ug/l. Patient is bilateral. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: legal medical records received. After review of medical records there is no new information added that changes the MDR decision. Added laboratory findings. This complaint was updated on: (B)(6) 2017. / / investigation method: - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. / / investigation summary: patient was revised due to elevated metal ions update (B)(6) 2016 litigation received alleging patient suffers from pain and elevated ion levels. There is no new information that would change the existing MDR decision. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch :null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016 litigation received alleging patient suffers from pain and elevated ion levels. There is no new information that would change the existing MDR decision.